Manufacturer narrative:
H3, h6: one device was returned for repair in good condition with no appearance of any physical damaged. Service history review identified this device has not been in for service previously. Error history log showed primary audible alarm background test. Occlusion test and audio tests were performed. Unable to duplicate the problem. Repair was not needed due to no problem found on speaker and device is working as intended. H7 updated. H9 updated.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'primary audible alarm background test'. The event occurred during set up, there was no patient involvement.